Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the problem occurred because the user did not connect the cable all the way and the power cable was easily disconnected. The repair department was unable to confirm the issue. It is also likely that communication between the scope and the processor became unstable and a communication system error occurred temporarily. Or, the power supply was temporarily unstable due to the disconnection of the power cord and the error was displayed on the assumption that it was judged as a failure of the equipment. This issue is addressed in the instructions for use (IFU): "do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and performed an onsite evaluation/repair of the suspect device. During the evaluation, a loose power cord was identified, causing the unit to power off and on. To resolve the problem, the fse secured the power cord to a cart, upon which the unit was installed. In addition, the suspect device was returned to olympus for further evaluation. The user facility reported problem of an onscreen error message was not duplicated or confirmed and problems associated with the power cord were not duplicated or confirmed. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an error message was continually appearing on the monitor during the procedure. Upon evaluation of the suspect device, by an olympus field service engineer, it was determined a power cord was not fully connected, causing the unit to power cycle off and on. This report is submitted for the power cord malfunction. As this was found during service, there was no patient involvement. Due to the problem occurring during the combined use of the olympus, model clv-190 and olympus, model cv-190, this is report #1 of 2.